Event description:
This device was implanted on (B)(6) 2011 and was explanted due to infection. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).